Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was a chronic total occlusion and was calcified. No intravascular ultrasound was performed to view the lesion site. All three devices, an otw voyager, an rx voyager, and a vision, would not inflate. An attempt was first made with the otw voyager and then the rx voyager. The indeflator was checked and it appeared to be fine. An attempt was then made with the vision, and it would not inflate. Another co's guiding catheter was used for this case, and when it was removed from the pt to be exchanged, it was kinked and there was some steel brading showing. Another guiding catheter was used and the case continued by implanting a vision stent. No pt injury was reported. No add'l event or pt info is avail. This is being filed based on the product eval that revealed a balloon rupture.

Manufacturer narrative:
Eval summary: qa analysis revealed that the balloon catheter was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen. The balloon was loosely folded. There was a kink in the inflation lumen 21.2 cm distal to the strain relief tubing. There was no other damage noted to the balloon catheter. A new indeflator, filled with water, was used in an attempt to pressurize the balloon when fluid leaked out of a pinhole 2.5mm proximal to the middle marker. There was a longitudinal scratch in the balloon working length for a length of 14 mm. Product performance engineering reviewed the incident info and the returned device analysis for the rx vision, rx voyager, and otw voyager. It was reported that all three devices failed to inflate during a coronary procedure. Analysis of the returned devices found ruptures in the rx and otw voyagers, and a tear in the rx vision. The tear on the rx vision was a pinhole over the distal balloon marker, while the ruptures on the rx and otw voyagers were longitudinal and at the proximal end of the balloons. There were longitudinal scratches on all three balloons adjacent to the tear and ruptures, which suggest that mechanical damage to the surface of the balloons contributed to the tear and ruptures. Reportedly, the guiding cathere used in the procedure was kinked and some of the steel braiding was protruding through the material. If this steel braiding had, in fact, been exposed on the inner surface of the guiding catheter, then it is possible that as the devices were advanced to the lesion they were scratched. After the guiding catheter was exchanged for a new one, a stent was successfully implanted and the procedure was completed, suggesting that the first guiding catheter contributed to the balloon tear and ruptures. The treated lesion was described as moderately calcified, which also could have contributed to damaging the surface of the balloons. Since all three devices exhibited similar damage to surface of the balloons, it appears that an interaction with some other device, likely the guiding catheter, or the pt anatomy contributed to the different experienced. Thus, the root cause of the rx and otw voyager ruptures and vision tear appears to be the operational context of those devices. Analysis of the otw voyager noted a kink in the catheter shaft. This kink was not noted in the incident info, and thus likely occurred during or after the procedure, such as during packaging and return to abbott vascular for analysis. However, a definite root cause for the kink cannot be determined. Product performance engineering will monitor the incident circumstances. A review of the finished device lot history record did not reveal any non-conforming material report. A query of the complaint handling database revealed no previous incidents with this part number/lot numbers combination. All dilatation catheters and stent delivery systems undergo 100% inspection for leaks and are visually inspected by mfg. Furthermore, a sample of catheters from each lot is destructively tested to verify the rated burst pressure. This MDR is considered closed by the product performance group.